Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that, patient underwent vertebroplasty with ha(non-mdt artificial bone) for vertebral fractures at l3 and l4 and inter muscular approach at th11, th12,l3 and l4 using e4. After right rod placement and break off were completed, a surgeon placed left rod and tried to break off the set screws from rostral side, but he could not break off the set screw at l3. The set screw was replaced twice but he couldn't make it. The surgeon said that the screw head was tipped and the sales representative told him that the thread inside the screw head could be also damaged. After all the screw was replaced by new 7.5mm diameter screw and the surgery was completed. The set screw were disposed by hospital. The surgical time was extended less than 15 min. The device was used in the patient. Patient complications were unknown. The screw was broken. A thread on the top of the screw head was reportedly missing. The missing part will not be returning. Surgeon considered no fragment left in the patient from the image of x-ray and fluoroscopic image before closing incision. No patient complications were reported.

Manufacturer narrative:
Product analysis:optical examination revealed thread flank damage on the mas top thread, with the top portion of the flank missing and not returned for analysis. The previous observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.